Manufacturer narrative:
The customer¿s report of a leak at the safety clamp fitment was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. No leaks were observed at the second y-port. Functional and pressure testing resulted in fluid flowing freely and showed no signs of leaking at the lower fitment clamp or anywhere else throughout the set. The root cause was not identified.

Event description:
It was reported that the fluid was steadily leaking from the safety clamp fitment after spiking a new 1,000ml bag of 5% dextrose and 0.2% sodium chloride. There was no patient injury.

Manufacturer narrative:
The customer¿s report of a leak at the safety clamp was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted green tape attached to the lower fitment. No other anomalies were observed. Closer inspection under magnification of the leak observed that the tubing was not fully inserted into the lower fitment. Insufficient solvent was observed at the end of the tubing. No negative trap was observed at the lower fitment. Functional testing confirmed leaking at the engagement between the lower fitment and tubing. The root cause of the leak is due to the tubing not being fully inserted into the lower fitment.

Event description:
It was reported that the fluid was steadily leaking from the safety clamp fitment after spiking a new 1,000ml bag of 5% dextrose, and 0.2% sodium chloride. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that the fluid was steadily leaking from the safety clamp fitment after spiking a new 1,000 ml bag of 5% dextrose and 0.2% sodium chloride. There was no patient injury.